Event description:
Iabp inserted into right femoral artery. Pt in cardiogenic shock. Balloon would not fully deploy with attempt to fill. Several attempts at filling were made. MFR's technical services contacted. Still unable to deploy balloon. Balloon abandoned. New iabp catheter inserted.